Manufacturer narrative:
Device is within the serial number range of a current resmed recall. Upon examination, the device was confirmed to have the ac connector problem, the reason for the recall.

Event description:
Reporter called resmed customer service department and reported that the s8 flow generator popped and exploded and burned the area on the carpet where the unit was.